Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
During implant, the right atrial (ra) lead was not able to be implanted. Further information was requested but not yet available. The event was resolved by explanting and replacing the ra lead. The patient was in stable condition.

Event description:
Additional information received indicated the right atrial lead was unable to be implanted due to the helix unable to retract or extend after placed in the body.

Manufacturer narrative:
The reported events of helix could not be extended or retracted and unable to implant. The reported event of helix could not be extended/retracted was confirmed. As received, a complete lead was returned in one piece. Visual examination found the helix was partially extended, and the x-ray examination found the helix was bent and stretched. The inner coil inside the connector region was over torqued. The cause of the reported event of helix could not be extended or retracted was isolated to the helix being damaged, clogged with blood/tissue and the inner coil over torqued consistent with procedural damage. All damages found were consistent with procedural damage.